Event description:
It was reported that the patient experienced a loss of therapeutic effect. The reporter stated that the stimulation was not helping with frequency, which had occurred for the last 3-4 months. It was stated that on (B)(6) 2012, the patient experienced several "bad shocks" in a row and had to turn off the device. The reporter also stated she saw her health care provider (hcp) and was instructed to turn the device back on. It was noted that no shocks were felt at the hcp visit. It was stated that the patient could feel stimulation and that her normal setting was at 1.5 volts. The reporter stated she had to turn the stimulation up to the 2 volt range. It was stated that the patient would usually go to the bathroom 3-4 times a day, but now went 10-15 times a day. It was further stated that a similar event took place about a year ago. It was stated that there were no falls or traumas within the last 3-4 months. Additional information was requested, but was not available at the time of this report. Any additional information will be included in a supplemental report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v003327, implanted: (B)(6) 2006. Product type: lead: product ID 3037, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient. (B)(4).